Event description:
Boston scientific received information that the patient experiences syncope for unknown reasons. The clinician noted that the patient is not pacemaker dependent and the device is currently programmed ddd with a lower rate limit of 60 ppm. The device also has the sudden bradycardia response (sbr) feature programmed on with a detection time of five minutes. It was noted that the patient atrial paces two minutes before the sbr feature is triggered. Ts discussed changing the sbr detect time to one minute. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.